Event description:
It was reported that during a laparoscopic cholecystectomy procedure, trocar was inserted correctly. Once the grasper was removed from the device there was a hissing sound coming from the top seal of the trocar. This did not affect the insufflation of the abdominal cavity. This happened two or three times during the procedure resulting in the consultant having to re-insert the device so that the hissing stopped. They continued with the product. Although this did not add a great deal of time to the procedure it caused an annoyance. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was any torque being applied to the trocar or device? No more than is usual.